Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device for evaluation. Our investigation is in progress and we will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. The returned device was visually inspected, performance tested and the earth bonding test was also carried out. Results: visual inspection revealed that the rear enclosure was cracked and that the power cord length was decreased from 3.3m to 0.6 m. The power plug was also modified and a non-fph power plug was installed on the device. Inspection of the grounding screw revealed minor damage to the screw head and glue was found on the screws and brass block. The screw connection was not loose. The performance test revealed no functional fault with the returned device. The complaint device also passed the electrical safety and earth continuity test. A lot check revealed no other complaints of this nature for lot 051027. Conclusion: no functional fault was found with the returned mr850 respiratory humidifier. The modified power cord and plug suggests that the device has undergone repairs at the customer facility. Fph recommends that all mr850 respiratory humidifiers to be performance and electrical safety tested during the annual preventative maintenenace checks as indicated in the mr850 product technical manual. The complaint device was manufactured in october 2005 and is almost 10 years old. It is likely that the returned device has undergone multiple maintenance checks at the customer facility. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected.

Event description:
A healthcare facility in (B)(6) reported that the grounding terminal screws on the power pcb of an mr850 humidifier were loose. This was found during a preventative maintenance inspection on an approximately 10 year old device. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the grounding terminal screws on the power pcb of an mr850 humidifier were loose. This was found during a preventative maintenance inspection on an approximately 10 year old device. No patient consequence was reported.